Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was found to have no telemetry. Microscopic visual inspection found arc marks on the case on the device, in front of the header. Shorting of the lead(s) to the case during a charge is known to cause internal damage. Devices are not expected to perform to specification post shorted lead events and further testing can result in further damage. Therefore, no further analysis was performed. The arcing of the lead to the device case caused the device to have no telemetry.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized in the intensive care unit after receiving shock therapy for an episode of ventricular fibrillation (vf). The device was attempted to be interrogated; however, it was not possible to establish telemetry. The device did not emit beep tones and did not respond to the magnet application. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. During the revision the physician noted that the shock electrode had an insulation issue such that the insulation of the distal pin was broken and the proximal pin had been repaired during the previous procedure. Therefore, the patient's rv lead was also replaced. No further issues occurred during the procedure, the patient was well.